Manufacturer narrative:
(B)(6) 2018 - philip's field service engineer (fse) performed troubleshooting with the customer. The battery was disconnected then connected to alternate current power; however, the unit would not power on. The power switch light emitting diode was illuminated. The fse advised the customer to removed the power management, motor controller and central processing unit boards to inspect for damaged components. Central processing unit installation and reinitializing was also reviewed. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that after running a performance verification test on the battery and then cycling the power on to battery power, the ventilator would not turn on and alarms occurred. There was no patient involvement. The event date was not specified; estimate used.